Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side "scattered benign cysts" and "microcalcifications". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.